Manufacturer narrative:
(B)(4). Method: lens work order search cartridge lot number search. Results: a visual inspection of the returned product found the lens in two pieces. The optic is torn and piece of the optic with loop haptic attached is torn off. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined, (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens optic cracked in the center after lens was inserted into the eye. The lens was removed with no injury to the patient.